Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the occurrence of perpetual rebooting with automatic shutdown. An internal visual inspection was performed and passed. The log was downloaded for review finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.